Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on a patient information center ix indicating that the device did not alarm and the patient expired. No additional information was provided; therefore, good faith efforts are being performed.

Manufacturer narrative:
This report was reported under incorrect registration number, please refer to 1218950-2026-100384 for further information regarding this complaint.